Manufacturer narrative:
Concomitant product: ascenda_cath 8731, product type: catheter. Upon receiving the pump, infusion mode was minimum rate with morphine with a concentration of 20 mg/ml at a dose of 0.123 mg/day and bupivacaine with a concentration of 10 mg/ml at a dose of 0.061 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that on approximately (B)(6) 2015, the patient experienced dizziness, sweating, and nausea. The patient heard the pump alarm every ten minutes and went to the emergency department. The patient was seen by an anesthesiologist who interrogated the pump and noted a motor stall. The physician prescribed oral medication. As a result the pump was explanted and replaced. It was unknown if the issue was resolved at the time of the report. This device system delivered morphine with a concentration of 20 mg/day and a date of 8.74 mg/day and bupivacaine of a concentration of 10 mg/ml and a dose of 4.37 mg/day. The lot numbers were not available as they were unable to be obtained. At the time of the report the patient's status was reported as alive-no injury. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).